Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported that the patient says her back hurts when she lays on her back. Support link advised to confer with her doctor. Additional information was received on 2021-sep-26 indicating that the patient noted how she "felt like she needed to go but was unable to" during the night. More additional information was received on 2021-sep-27 indicating that the patient stated her stimulation was uncomfortable last night. No further complications were reported at this time.